Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during veinous access for a laser ablation procedure of the small saphenous vein the tip of the mak access wire uncoiled and detached at the tip of the 4f sheath when attempting to remove the wire and the introducer together. The physician states that he then needed to perform a veinotomy of the small saphenous vein in order to retrieve the rest of the wire tip. Wire tip did not migrate due to vessel calcification and tortuosity. The patient tolerated the procedure well with no further complications.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database and device history record could not be performed since the lot number was not provided.